Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus completed successfully, and the customer was able to resume insulin therapy. The issue was resolved.